Event description:
While using a byte day aligners, patient reported that their aligners are cutting into their gums and caused a minor infection. Patient had tried the warm water soak in an attempt to fit better. Requested additional information from patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.